Event description:
It was reported that the patient underwent a surgery to implant an artificial urinary sphincter (aus). The patient had a previous sling that was removed. No further information has been reported.